Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, the battery compartment was observed to be cracked in two places. The battery cap was also damaged with stripped threads. A test cap secured properly to the pump and was used to complete the investigation. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the pump casing was cracked near the case seal, and the keypad cover was observed to be peeling off the pump casing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment, damaged battery cap, and a dim and discolored display. This report is made based on results of investigation completed on 01/07/2017.